Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device reached recommended replacement time (rrt). Many months later, the device reached end of service (eos) with charge circuit inactive. The device was explanted and replaced. No patient complications have been reported as a result of this event.